Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient recently had hearing aids fitted, and since then they feel their symptoms had been poorly controlled. Additional information was received: it was reported that there wasn't any more troubleshooting done to see if the hearing aids affected the dbs system, but their symptoms had resolved.